Event description:
The pt reportedly developed a skin infection after wearing a tight helmet during the bicycle tour. The pt was treated for two weeks with unacid. A flap rotation surgery was performed on (B)(6) 2009. The pt's device was explanted. The pt's infection has reported resolved. The pt was reimplanted with another device.